Event description:
It was reported by the patient's caregiver that the continuous cycling peritoneal dialysis (ccpd) patient was diagnosed with peritonitis due to ecoli bacteria. During f/u with the peritoneal dialysis registered nurse (pd rn) at the associated clinic reported that this dementia patient had disconnected the stay safe connection from his peritoneal dialysis catheter thereby breaking the sterile pathway allowing contamination. The patient was not in treatment at the time. He was treated with antibiotics intraperitoneally and was continuing on ccpd with his spouse as caregiver.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the peritonitis diagnosis and treatment with antibiotics. A supplemental medwatch report will be submitted upon completion of the investigation.